Event description:
It was reported that a 61-year-old caucasian female patient underwent a breast augmentation revision surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced a lump on her right breast, which was identified via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received two devices for evaluation. As both devices had the same lot number, the complaint device could not be differentiated. As such, device evaluations were performed on both devices. On february 26, 2024, mentor completed a visual inspection of the returned devices. Device evaluation a: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, an area of shell abrasion was observed at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Device evaluation b: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. As one returned device was determined to have no damage or visible anomalies, mentor concluded that a single complaint file would be sufficient to document the patient's unilateral complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2024, mentor received additional information. Mentor became aware that the patient underwent removal surgery without implant replacement on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast mass manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).